Event description:
Additional information received reported that the patient decided to leave the stimulation off for now. He didn't want to revise during the summer months. The patient was advised to keep his stimulator charged to prevent damaging the stimulator, and planned to review his options this winter.

Manufacturer narrative:
Product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient. (B)(4).

Event description:
It was reported a burning sensation in the pocket of the internal neurostimulator (ins). No events (trauma, medical procedures, etc.) Were associated with this event. Nor was redness or swelling associated with this event. The burning subsided when the ins was turned off. Impedances were normal. The manufacturer representative turned off the active electrodes on each lead to try to identify an issue with the lead. When the electrodes were turned on a shocking sensation was described. X-rays were taken and will be reviewed at the patient's next appointment. Patient outcome is unknown. Additional information has been requested, but was not available as of the date of this report.